Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "intraoperatively, the gamma 4 u-lag blade was broken. The doctor called sales rep intraoperatively and said that he had decided to end the procedure without the blade".

Manufacturer narrative:
Correction - please refer to d9 - the device was not returned for evaluation. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "intraoperatively, the gamma 4 u-lag blade was broken. The doctor called sales rep intraoperatively and said that he had decided to end the procedure without the blade".